Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 137 mg/dl. A system check was performed and the occlusion alarms were verified. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer reverted to manual injections for insulin therapy.